Event description:
Pt had portacath in since 6/17/96, for adminstration of IV chemo. The catheter was implanted percutaneous with the reservoir inserted under the subcutaneous tissue. One wk prior to 9/27/96, the portacath could not be irrigated. An x-ray revealed a leak of dye around the portacath. On 9/26/96 a sonogram confirmed blockage of the porta cath distal to the reservoir. The dr recommended removal. On 9/27/906 at 1310, portacath was removed. However, the catheter was not present on the portacath reservoir. The attending md called in the radiologist at 1400 to extract the catheter under fluoroscopy. The catheter was successfully removed. At 1640 pt discharged. No adverse effects or outcomes. These devices are no longer used. Facility now used a new brand.